Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis machine¿s database appeared to be bloated. The machine was pulled out of the operating space and was available for remote access. However, there were no delays or adverse events or injuries reported based on this event.